Event description:
Device evaluation: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips (3708641 and 3762000) involved with this complaint passed testing. The reported complaint was not confirmed. In addition a secondary issue was observed, for test strips lot # 3708641. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. The meter was also returned and the reported complaint could not be reproduced. There was no indication that the product caused or contributed to an adverse event. On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter read inaccurately high in comparison to another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015 at 09:00am, she obtained a result of 187mg/dl on the subject meter which she felt was inaccurately high in comparison to a result of 158mg/dl obtained on a onetouch ultramini meter. The two tests were performed within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results satisfies lifescan¿s criteria for accuracy. The patient detailed that she manages her diabetes with oral medication, diet and exercise. The patient denied developing any symptoms but stated that at 09:30am she took two 500mg metformin pills. At the time of troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint was initially ruled out because this complaint is being ruled-out as reportable event due to the following conclusion(s): there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions.

Manufacturer narrative:
See incident description for device evaluation.